Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 450 units of insulin. The customer declined to perform troubleshooting with tandem technical support. Reportedly, due to recently consuming food, the customer's blood glucose level was almost 300 mg/dl., and was addressed by delivering a bolus.